Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water in the foley catheter could not be collected during pre-test. Cuff remains inflated and could not be removed. Per notification from investigator on (B)(6) 2024, it was found that the balloon was mushroomed during sample evaluation.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual (photos): three photos were received for evaluation. The first photo shows a top view of the three-way catheter and syringe, the balloon is evidenced partially inflated. The second photo zooms into the balloon, evidencing it partially inflated and one sided. The last photo shows the catheter cap. Visual: received 1 all silicone foley catheter with syringe. The unit received was partially inflated, it was attempted to passively deflate it with the returned syringe, but it was not possible, so it was deflated by aspiration. Inflated the balloon with returned syringe and 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Concentricity was within specification, catheter rested with no leaks. Attempted to deflate the balloon with returned syringe, however after 5 minutes only 0.2 ml were returned. The inhouse syringe was connected and it was able to return the remaining solution in 3 minutes and 20 seconds, however cuffing was evidenced therefore to capture this. The test was performed again, this time inflating the balloon with the inhouse syringe, it passively deflated in 3minutes and 40 seconds evidencing cuffing. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water in the foley catheter could not be collected during pre-test. Cuff remains inflated and could not be removed. Per notification from investigator on 24sep2024, it was found that the balloon was mushroomed during sample evaluation.